Event description:
Event: unintentional embolization of internal iliac artery. Graft was successfully implanted. The absence of the right internal iliac artery was after final angiogram. It was stated that this may have occurred secondary to a plaque disruption and subsequent embolization of the artery. The left internal iliac was stated to be widely patient.